Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer stated they could not reprogram the time after receiving the alarm. The customer also reported a failed battery test alarm while troubleshooting for the insulin pump. Customer's blood glucose was 327 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.